Event description:
On (B)(6) of 2024 I had cataract surgery. It seems that I traded 1 problem for 2 others that interfere with my vision. One is, I acquired double vision that is being partially addressed with a prism in on lens. In the other eye, I have been experiencing a constant, wet film that distorts my vision, especially when doing anything close-up. Dry eye drops have not helped. Prior to the surgery I could not read for hours but now I may never be able to read a book again. Part of the problem is that ophthalmologists I have seen seem to brush my situation off as trivial. It would not be if it happened to them. I am not necessarily blaming the surgeon, but I want recognition that the problem exists. Possibly the toric lens shifted causing the double vision. No one has explained why I developed the film after the surgery. My frustration is getting to me after attempting to spend hours working on a computer with blurry vision. This is probably the wrong form to use but the only one I can find.